Event description:
Discordant, falsely elevated sodium results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). Sample ID (B)(6) was repeated on the same instrument, resulting as expected. Both samples were repeated on another dimension vista 1500 instrument, resulting as expected. It is unknown if the correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument, and replaced the integrated multisensor technology (imt) module. Quality controls and quick check were run, all resulting within range. The cause of the discordant, falsely elevated sodium results is a malfunction of the imt module. The instrument is performing within specifications no further evaluation of the device is required.